Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(6) 2016.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited excessive battery discharge. Upon review, an excessive drop in battery longevity was noted when compared to a previous estimate. Significant drops in battery voltage were also noted in the last few months. The device was explanted and replaced. The patient was stable.